Event description:
It was reported that during patient use, the tracheostomy tube cuff was not holding air. It was deflating and becoming loose. The patient had to re-intubate herself. The device was pretested prior to use. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).